Event description:
It was reported that the customer went through an MRI while wearing the insulin pump and the device seems to be unresponsive. Troubleshooting was performed and the bolus history revealed several motor error alarms and a-35 alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump failed the displacement test. However, the device passed the 25u bolus delivery test.